Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lms final investigation. The lm reviewe4d the customer provided cds processes where the following deviations from the instructions for use (IFU) were identified: - precleaning not performed water suction. (A-2) - manual cleaning not performed within 1 hour after procedure. (A-7) not brushed suction cylinder or biopsy channel port. (A-10) - manual disinfection all channels were not flushed with and immersed into disinfectant. (A-17) disinfectant solution did not meet the minimum effective concentration. (A-25) there were no third-party labs that the service business center could order the test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The following is included in the device IFU: -an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.